Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Approximately 2 months after placement, the patient experienced a discharge on the peg tube entrance. On (B)(6) 2017, the patient experienced granulation tissue on the peg tube entrance area. On an unknown date, the patient underwent surgical cauterization technique for the granulation tissue and was treated with oral antibiotic of augmentin bid 1000 mg 2x1 tablet, transdermal fito krem 2x1, transdermal fucidin pomad 2x1, and oral apranax 275 mg tablet 2x1. On (B)(6) 2017, the discharge and granulation tissue on the peg tube area resolved.